Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did not alleviate the issues. Explant and reimplantation is planned, but had not taken place at the time of this report december 30, 2009.